Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a customer received a need stick injury from a bd nexiva¿ closed IV catheter system due to a needle safety malfunction. The needle shield malfunctioned and the needle remained 2-3mm outside of the shield. Not knowing it had malfunctioned the customer reached for a another device on her tray and pricked her finger on the contaminated needle. She immediately went to the emergency department for vaccination. No other medical intervention was reported.

Event description:
It was reported that a customer received a need stick injury from a bd nexiva closed IV catheter system due to a needle safety malfunction. The needle shield malfunctioned and the needle remained 2-3mm outside of the shield. Not knowing it had malfunctioned the customer reached for a another device on her tray and pricked her finger on the contaminated needle. She immediately went to the emergency department for vaccination. No other medical intervention was reported.

Manufacturer narrative:
No samples or photos were returned in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: indeterminate; units nor photos were provided for this incident, therefore the alleged defects of needle length incorrect and needle stick injury could not be identified nor conffirmed and a root cause could not be established. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: required intervention. Device single use?: no. Device returned to manufacture: no.